Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller stated that they received a text from the patient, the patient was having issues with the remote trying to connect to the ins. When they attempt to unlock the remote it displays a message that it can't find the ins. The patient tried to reset the remote and charge the remote, the remote would charge but these steps did not resolve the issue. The caller was not with the patient. The caller will direct the patient to contact patient services. No symptoms were reported. A different manufacturer representative (rep) called regarding this patient, stating the same issues that were reported previously. Rep states the patient has had controllers, rechargers and batteries replaced in the past and the device still cannot find the implantable neurostimulator (ins). Rep reports the patient has not let their ins drop to 0% charge and the controller battery depleted by 50% in 10 minutes while with the patient. Rep states they (technical services [tss] understood this to mean reps) have provided additional rechargers, so they seem to be working. Rep also states the patient has tried taking the li battery out and placing it back in. The rep was not with the patient at the time of the call. Tss advised rep to have the patient call patient services and rep planned to do this.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they do not have the patient's controller serial number. They stated that the patient was given a temporary controller battery to use which unpaired it with the battery she had before which did not work when she tried to use the other battery again. The rep had to meet with the patient to re-pair the ins. The issue was resolved after that. The patient has not reached back out to the rep since.